Manufacturer narrative:
Event description continuation: throughout the procedure. There was no information regarding power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient received anticoagulant (heparin drip and bolus) with activated clotting time maintained between 300-350 seconds. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. It was noted that the thermocool smarttouch bidirectional navigation catheter was properly zeroed. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: preface sheath, model #: unknown, lot #: unknown. Soundstar 10 french catheter, model #: unknown, lot #: unknown. Lasso navigational eco 10 pole catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and pharmacologic support. During ablation, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded greater than 1000ml of fluid. Medication (unspecified) was administered for blood pressure support. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU). Patient required extended hospitalization (1 additional day) as a result of the adverse event. It was noted that the patient did well and was discharged on post-procedure day 2. It was noted that all pre-procedure bloodwork (unspecified) results were within normal limits. Cardiovascular medical history included hypertension. There were no factors cited that may have contributed to the adverse event. Physician assessed the patient¿s cardiovascular anatomy to be within normal limits. Physician did not provide a causality opinion. It was noted that the physician was uncertain as to when and where the injury occurred. Double transseptal puncture was performed with an unspecified transseptal needle. It was noted that transseptal puncture was challenging, as the physician had issues crossing the septum. There is no sheath information. Generator settings used by this physician include power at 20 watts for the posterior left atrium and 30 watts for the anterior left atrium. Time is set for 60 seconds and was controlled by staff members. All temperature and impedance values were within normal limits